Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain ("mine was so painful they almost stopped") and was found to have blood pressure decreased ("bp dropped"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, procedural pain and blood pressure decreased outcome was unknown. The reporter considered blood pressure decreased, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: procedural pain and bp dropped. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media content received : case category updated to serious incident. Reporter added. Event added- medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.